Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain chronic/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract infection outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder problems, uti, breakage diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality-safety evaluation of product technical complaint . Incidnet: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('incomplete hysterscopic removal of right essure coil / device breakage'), pelvic pain ('pain chronic/pelvic pain') and kidney infection ('infection (other) describe: kidney infection') in an adult female patient who had essure (batch no. A10344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract infection ("uti") and uterine pain ("left side of uterus pain"). The patient was treated with surgery (bilateral partial proximal salpingectomy with complete removal of essure and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, kidney infection, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract infection outcome was unknown, the pelvic pain and abdominal pain had resolved and the uterine pain was resolving. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, kidney infection, pelvic pain, urinary tract infection and uterine pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder problems, uti, breakage . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received lot number added. Events "kidney infection and left side uterus pain" were added. Reporter information, patient aka name and lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('pain chronic/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract infection outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bladder problems, uti, breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case became incident. The event injury was replaced with events from pfs: dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), breakage, bladder problems, uti. Outcome of pelvic pain and abdominal pain were updated. Laboratory data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.